Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 30 mm h2o. The valve was hydrated. The valve was visually inspected; biological debris was noted. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve failed the test. The valve was dried. The valve was then pressure tested at 30 mm h2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records for the valve product code 82-3114, with lot cvfby3, conformed to the specifications. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Cod17-17. It was not possible to program the valve. After xray examination it was detected that the valve was rotated if compared to when it was implanted. So it was performed the programming procedure required for the valve in that position as per IFU, but the valve continued to be calibrated at 30 and it didn't change pressure. It was used another programmer (in modality implanted and not implanted) but without success. The valve was replaced with a competitor valve(mietke).